Event description:
It was reported that the patient was red and itchy at ins (stimulator) site. She noticed the site where they put the ins in was becoming red and itchy. She went to the doctor yesterday and they put her on antibiotics. She was wondering if the antenna could make the site red and itchy. After she adjusted stimulation from .60 to .80 she noticed the red itchy and was wondering if making the adjustment could cause the red itchy skin. Patient was wondering if she can make adjustments with the antenna over a different part of the skin. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0uf2a, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).